Event description:
A report was received that the patient was experiencing pain at the pocket site. The patient was given lidoderm patches for pocket pain which did not help the patient's pain. The physician stated that the patient is very thin and there is no comfortable location where the ipg could be relocated.